Manufacturer narrative:
(B)(4) - the phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). The fss was able to confirm the issue of the blank (black) screen. During the initial troubleshooting, the stop error screen also appeared. The fss replaced and upgraded the monitor, performed vacuum and touchscreen calibration, reloaded the database and performed a system check. The issue was resolved and the system meets all amo specifications. The fss performed a field service checklist. A manufacturing record review was performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There is no product deficiency identified. All results are within specification. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported the phacoemulsification unit screen went blank. Additional communication on (B)(6) 2015 verified the machine did not freeze. Before the surgery started, the screen just went blank (black in color). There was no patient involvement and no patient treatments delayed or cancelled.